Event description:
Reference MFR. Report# 1627487-2019-06079, reference MFR. Report# 1627487-2019-06081. It was reported the patient experienced ineffective stimulation. As a result, the patient had their system explanted on (B)(6) 2019.